Event description:
It was reported that a revision surgery occured due to implant migration.patient outcome: not known.

Manufacturer narrative:
A visual examination found portions of the implant ridges to be slightly flattened. Functional testing has been previously performed as part of the validation testing for this product line and found the implant to sufficiently resist migration as designed. The manufacturing record was reviewed and there were no dimensional, functional or material anomalies found in the documentation. Cage migration has been well reported in the literature and has been ascribed to factors such as the lack of pedicle screw fixation, improper preparation of the vb endplates, small cage size, and posterior positioning of the implant (see reference listed below). The probable underlying root cause for the reported event is most likely one of those factors. Chen l, yang h, tang t: cage migration in spondylolisthesis treated with posterior lumbar interbody fusion using bak cages. Spine 30:2171-2175, 2005 uzi ea, dabby d, tolessa e, finkelstein ja: early retropulsion of titanium-threaded cages after posterior lumbar interbody fusion: a report of two cases. Spine 26:1073¿1075, 2001

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.